Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were not consistent, the motor had traces of corrosion, two screws were worn, and the ball bearing was damaged. The motor, screws, and ball bearing were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during maintenance the screws were worn, motor was corroded, and ball and bearing needed to be replaced. During the investigation, it was discovered the rpms were not consistent. No adverse events were reported as a result of this malfunction.